Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of thyroid test results that did not match the clinical condition of the patient. He said the patient had abnormal thyroid results with no clinical sign of thyroid disease. Test results for the elecsys tsh assay, ft4, and ft3 were compared to both the advia and abbott methods. The doctor suspected an interference and also performed peg precipitation studies on tsh with the roche and abbott methods. Refer to the attached data. There was no allegation of an adverse event. Testing was performed on a cobas 6000 e 601 module; the serial number was not provided. Refer to the mdrs with patient identifier (B)(6) for the report on tsh and (B)(6) for the report on ft4.

Manufacturer narrative:
The patient's sample was submitted for investigation. No interfering factors to the reagent were found. The patient's sample was tested with multiple analyzers. The results obtained by the customer were not confirmed. A sample tube mix-up, either of the sample tested at the customer's site or the sample sent by the customer for investigation, may have occurred. Based on the information provided, a general reagent issue can most likely be excluded.